Manufacturer narrative:
Degania has been reviewed the device history record and found o.k. We have visually inspected the retain samples and samples found o.k. Waiting for the complaint sample. The customer reported that the catheter broke during use. No additional information is available. The review of batch history reports and retain sample did not reveal any non-conformity. We expecting to receive the actual sample for further investigation. After that, we will send the final report. Update of 07/20/2020: received one 8fr drain; the shaft of the drain tore off the funnel (while part of the shaft left inside the funnel). We were unable to justify this complaint based on the data collected during the investigation. The tensile strength test of the shafts of this batch showed in-spec results. This 8fr catheter is one of the thinnest sizes; the shaft od is 2.7 mm. It could tear due to excessive force applied during use of the catheter (for example if patient pulled it). The complaint is considered as not justified. No CAPA is required in this case. - attachment: [defect picture.jpg].

Event description:
According to the reporter, the main tube was broken. The tip part was not collected. The situation at the time of failure is currently under investigation. Waiting for the complaint samples.

Manufacturer narrative:
Degania has been reviewed the device history record and found o.k. We have visually inspected the retain samples and samples found o.k. Waiting for the complaint sample.

Event description:
According to the reporter, the main tube was broken. The tip part was not collected. The situation at the time of failure is currently under investigation. Waiting for the complaint samples.